Event description:
It was reported that this patient has received approximately thirty-five (35) to forty (40) shocks from their implantable cardioverter defibrillator (ICD) device over the last two (2) years. The patient was noted to have not been seen in-clinic in two (2) years. A review of the device data indicates there have been approximately 5,000 non-sustained ventricular tachycardia (nsvt) episodes and thirty-five (35) episodes where at least one (1) shock was provided by the device. All of the episodes that were available to view indicated there was atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that episodes would start as an atrial tachycardia with one-to-one (1:1) conduction in the 170 beats per minutes (bpm) range and then there would be a small device undersense of an atrial event making the measured ventricular rate greater than the atrial rate and then shock therapy was delivered by the device. Evidence is suggestive that this shock therapy was inappropriate as it was provided due to the patients atrial arrhythmia. In addition, it was noted that sometimes the shock therapy would induce an atrial fibrillation (af) arrhythmia. The boston scientific representative (rep) made the specific device programming changes requested by the physician but the rep also subsequently consulted with boston scientific technical services (ts) to discuss other possible programming options. Ts provided guidance on other possible device programming options within the parameters of the physicians stated preferences as noted by the rep. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has received approximately thirty-five (35) to forty (40) shocks from their implantable cardioverter defibrillator (ICD) device over the last two (2) years. The patient was noted to have not been seen in-clinic in two (2) years. A review of the device data indicates there have been approximately 5,000 non-sustained ventricular tachycardia (nsvt) episodes and thirty-five (35) episodes where at least one (1) shock was provided by the device. All of the episodes that were available to view indicated there was atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that episodes would start as an atrial tachycardia with one-to-one (1:1) conduction in the 170 beats per minutes (bpm) range and then there would be a small device undersense of an atrial event making the measured ventricular rate greater than the atrial rate and then shock therapy was delivered by the device. Evidence is suggestive that this shock therapy was inappropriate as it was provided due to the patients atrial arrhythmia. In addition, it was noted that sometimes the shock therapy would induce an atrial fibrillation (af) arrhythmia. The boston scientific representative (rep) made the specific device programming changes requested by the physician but the rep also subsequently consulted with boston scientific technical services (ts) to discuss other possible programming options. Ts provided guidance on other possible device programming options within the parameters of the physicians stated preferences as noted by the rep. The device remains in-service. No additional adverse patient effects were reported. This ICD device was subsequently explanted and replaced approximately four years later due to normal battery depletion. The device was returned to boston scientific. No additional adverse patient effects were reported.